Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: pump. Product ID: 8590-1, lot# n180425, implanted: (B)(6) 2009, product type: accessory. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) and consumer via a company representative regarding a (B)(6), female patient who was receiving dilaudid 5mg/ml at 0.5 mg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. The patient's medical history included obesity and chronic obstructive pulmonary disease (copd). On (B)(6) 2015, the patient was brought to the operating room (or) for pump replacement due to elective replacement indicator (eri). Upon initial fluoroscopic evaluation (via x-ray) of the system, it was found that the catheter was severed near the spine and that a segment appeared to be independent within the cerebrospinal fluid (csf). The distal most section of the catheter was retained within the csf. The patient's family then reported a longstanding lack of efficacy. "It seemed to workinitially but a couple of years later it didn't work as well." No diagnostics were performed. The catheter and pump were replaced. Saline was placed in the pump until sufficiently low concentration of medication could be obtained to treat the presumptively opiate naive patient. The patient's status was reported as "alive - no injury." Additional information has been requested regarding the event date and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.